Manufacturer narrative:
This occurred on an unknown date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set leaked. This occurred during an unknown process step. It was stated that it would easily disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.